Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was at an MRI facility to get an MRI, but the patient needs to know how to shut the ins off. The patient said she was charging right now because it was completely dead she has been charging for 10 minutes. The patient said she has good coupling. The patient described the ins battery icon shows blinking from zero to less than a quarter. The patient said it was fully charged last night she does not understand how it is completely dead. The patient said the issue of the ins battery going dead overnight has been ongoing since she got it but that was not her main problem she needs to get this MRI done. The patient said the max her charge can last is 2 days. The patient was asked if they have considered changing programs, and the patient responded "they changed it they said the program she is on now is the best for the patient. The doctors and the manufacturing representatives (rep) don't know what is wrong with it. The patient said she had an x-ray 2 weeks ago. During the call the patient was concerned and rather escalate to get the MRI. The patient repeated it was still not turning on, she has no time for this, it is not turning on it completely shuts down. Clarification revealed confusing information about the patient programmer, at one time the patient described poor communication and a blank screen, the patient said the programmer batteries were brand new but eventually the patient was able to connect and said she saw her normal screen of "450 checkmark and automatic". Eventually the patient was successful to activate MRI mode the patient's programmer showed full body potential. When the patient was asked if the MRI was related to their device and the patient stated "it sucks it doesn't help with pain since the implant". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins doesn't help with their pain, the battery pack feels like it moves in their back, and it burns too. Nothing has been done to resolve the patient's issues. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.